Event description:
Medtronic received info that this bioprosthetic valve, implanted 21 months, had a high gradient (mean 56 mmhg peak 100 mmhg), documented by echocardiogram. It was reported that the pt was asymptomatic. Subsequent to this, the valve was explanted and the pt died in the intensive care unit (ICU) following valve replacement. The cause of death is unk.

Manufacturer narrative:
Eval results - device history review found the product met specs when released for distribution. Analysis - upon receipt at medtronic's quality laboratory, two pledgets remained attached to the sewing ring on the inflow adjacent to the right non-coronary inferior coaptive area. The existing non-coronary and left cusps were stiff due to tan thrombotic appearing host tissue on the outflow but slightly flexible in a small section of the lunula adjacent to the point of coaptation. The right cusp appeared to have been removed during explant, however, evidence of thrombotic host tissue on the outflow of the right cusp was noted with the possibility the leaflet folded back on itself due to the adherence of host tissue. Remnants of glistening off-white pannus lined the existing inflow margin of attachment into all inferior coaptive areas and 1 to 2 mm onto all existing leaflets, reducing the inflow orifice area. Tan thrombotic host tissue filled and stiffened the non-coronary and left cusps on the outflow. The same tan thrombotic host tissue filled and stiffened the right cusp on the outflow. An unk amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography shows trace to moderate mineralization in the host tissue adjacent to the right cusp and all commissures. Conclusion: cause of event attributed to pt's condition. The device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition. Medtronic has requested additional info regarding the autopsy results, however, no further info has been received. Should additional info regarding the cause of death be received, a follow up report will be filed.